Event description:
Reported non-delivery of tpn: the pump was programmed in the tpn mode of delivery with settings of 1 hour taper up/1 hour taper down with 2000ml volume to be delivered over 16 hours. According to the customer contact, the morning the tpn was to be completed (08/01/2000) the "pump displays fifteen minutes remaining on taper down" and it appeared that none of the tpn had infused. After investigation with the rn, the customer contact states that the pt had the tpn bag in a carrying case that was hanging from an IV pole. The customer contact states being aware of possible proximal occlusion when bag is in carrying case after speaking with technical support. The customer contact reports feeling that the "tubing may have been kinked in the carrying case". It was reported that the md was notified, but that no intervention was ordered. The customer contact reported no adverse pt event or harm. The customer contact reports that the pt missed the tpn dose for the day, and it was resumed that night as usual. Though requested, no further info was available.